Manufacturer narrative:
Concomitant products: bd 50ml syringe ; therapy date (B)(6) 2016. The customer¿s report that the syringe module alarmed with ¿calibration error¿ was confirmed. Physical inspection noted the device to be in good condition but the split nuts were found to be stripped and worn. Review of the syringe pump error log shows that on (B)(6) at 10:17am, the syringe recorded a malfunction error code 351.6660.0 (syringe plunger position failure). Analysis of the syringe pump event log shows that prior to the malfunction, at 9:24 am the device was programmed to infuse an unknown fluid at 999 ml/hr with a vtbi of 2 ml. Twenty five seconds later the rate was changed to 2.05 ml/hr. At 10:17 the device alarmed for syr_unit, syr_calibrate. The user tried to select the module and restart the infusion but these were invalid key presses. At 10:18 am the device was channeled off. Testing of the plunger force accuracy showed a failed result. The proximate cause for the customer¿s report that the syringe module (channel b) alarmed with ¿calibration error¿ was found to be worn split nuts. The root cause of the wear was not determined.

Event description:
The customer reported 4 syringe pumps were running with fentanyl on channel "a", dexamethasone on channel "b", ns and midazolam on "c" and "d" ; channel "b" alarmed "calibration error" and shut off. There was no patient harm.